Event description:
It was reported, that a patient presented with their implantable cardioverter defibrillator (ICD) in backup mode, due to off-label MRI environment. The ICD was restored back to normal settings. The patient condition was stable before, during, and after.